Event description:
The customer reported that the system would not display a fluoroscopy image. The case was completed with an alternate system. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier was replaced during the service call. The system was tested and found to be working as intended and put back into service.